Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Customer's blood glucose level was 271mg/dl.